Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to high bg readings. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The customer properly followed user guide instructions by contacting her health care provider in response to high bg levels, who recommended that the pod be removed and replaced.

Event description:
The pod was not returned for evaluation - unable to confirm any malfunction that may have caused or contributed to high bg levels. MDR required due to reported medical intervention - the customer contacted her doctor as a result of the high readings, who recommended that the pod be removed and replaced.